Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard meridian filter was deployed at the l2, l3 disk space for a patient with hypercoagulable state. Approximately five years and five months of post deployment, a computed tomography of abdomen and pelvis was performed for filter evaluation. The study showed that positive for caval perforation. Multiple grade I perforation of the legs with grade iii perforation of 3 o¿clock leg to abut right common iliac artery. No filter tilt and migration were noted. Around three months later, due to the history of pulmonary embolism and thrombophilia, patient was planned for filter retrieval procedure. The inferior vena cava filter appeared to have migrated caudally to the level of the bifurcation of the iliac vessels. Through the left subclavian vein approach, a bard recovery sheath were placed and vena cavogram was performed. There was no clot inside the inferior vena cava filter and flow went towards the heart. Using the bard snare retrieval kit, we used to put the catheter down and the nitinol snare. We were able to fairly easily able to grasp the hook on the bard filter and then removed the filter. Completion vena cavogram showed no evidence of extravasation. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated (grade IV) the inferior vena cava. The device was removed percutaneously. The current status of the patient is unknown.